Manufacturer narrative:
It has been communicated that the device is not available for eval. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release, if anything otherwise is found then a follow up report will be filed. If at some point the device does become avail., this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Affiliate reported that the physician said he implanted a shunt system, and he thinks the ventricular catheter has been modified in its structure, because after the surgery the ventricular catheter cause thalamic lesion in the patient. Affiliate explained that the device is still implanted, therefore, will not be returned.